Event description:
It was reported that a patient underwent a cesarian section and a topical skin adhesive was used on the wound. The patient was discharged but later returned to the emergency room because she was coughing a lot which resulted in a wound dehiscence where the skin adhesive was used. Sutures may have been used in the emergency room to close the wound. This event happened three to four years ago and no additional information was available at the time of the report.

Manufacturer narrative:
(B)(4). Wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.